Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Visual inspection found the barb to be scraped in 2 locations such that poly strands protrude from the liner. No damage to the outer radius was observed that would indicate contact with the shell screws during impaction. The rim is damaged consistent with information in the complaint description stating a drill was used to remove the liner. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: item #: unknown head lot #: unknown. Item #: unknown stem lot #: unknown. Item #: unknown cup lot #: unknown. 010000858 g7 neutral e1 liner 36 mm f 6540517. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 03696. 0001825034 - 2019 - 03773.

Event description:
It was reported that the surgeon was doing a direct anterior total hip arthroplasty. After inserting the cup, and 2 screws using the proper technique to insert screws, he attempted to insert the liner. The fist liner (6540517) would not fully seat so it was removed. The second liner (6519727) was opened and again would not fully seat. A third liner was opened and was seated fully on the first attempt. Attempts were made to obtain additional information; however, none was available.